Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat frame was broken, which confirmed the original complaint issue. However, the underlying cause could not be determined after reviewing the documentation in this investigation. The evaluation also identified missing components from the center mount hardware, worn casters, broken joystick bevel and screen, and broken seat rails (oblong mounting holes).

Event description:
H frame of the seating system is cracked and needs replaced.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
H frame of the seating system is cracked and needs replaced.